Event description:
Flush unit is not functioning. They noticed it during the filling of the kit, prior to use. So the kit was used on a patient and no harm was done to the patient.

Manufacturer narrative:
One used kit was received. Visual and functional inspection was conducted on the returned ta4004 assembly. No visible damage was observed on the returned ta4004 assembly. Flow and flush tests conducted showed that the returned ta4004 assembly passed the specification and was fully functional. Batch documentation, manufacturing process and quality inspection record reviews showed no deviation during the manufacturing of the product lot. Based on the findings and since the returned device was fully functional, the cause of the complaint could not be determined.